Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted posterior leaflet, central a2 prolapse and a pre-existing chordal rupture/ flail, for a mitraclip procedure. It was noted that imaging was sub-optimal during the procedure due to patient anatomy. The first clip was placed in the central anterior 2 and posterior 2 leaflets (a2/p2) to capture the flail pathology. After release it was noticed that the clip had a rocking motion and a single leaflet device attachment (slda) occurred soon after, with the clip attached to only the anterior leaflet. A stabilizing clip was placed on either side of the slda (xt to the lateral aspect and nt to medial aspect). At the end of the procedure the patient was hemodynamically stable with mr reduced to moderate. Per the physician, the slda was due to a restricted posterior leaflet. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration (partial clip movement) associated with the clip having a rocking motion after deployment, and the reported incomplete coaptation (slda, single leaflet device attachment) associated with clip detachment from posterior leaflet, were due to challenging anatomy with restricted posterior leaflet. The reported image resolution poor was also due to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.